Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device make any sound when attempting to fire? Was this the 1st firing of device? What is meant by ¿the cartridge used was associated to the automatic stapler¿. Was the same reload attempted to be used in the manual device that was used in the powered device? Or are you assuming that the gst reload cannot be used with the manual device? What is the operating room staff¿s experience with device? What is the current patient status?

Event description:
It was reported that the battery of the device did not work therefore a manual device was used. A sleeve procedure was replaced by a bypass procedure due to the changes of staplers and due to the cartridge which did not work on the manual device ( the cartridge used was associated to the automatic stapler). The probe was raised and the stomach was cut too much near. To avoid the stenosis, a by pass procedure was performed.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58t0t. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g partially fired cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.